Event description:
International affiliate reports that stripping of two set screws occurred within this viper monoaxial screw during attempts at set screw tightening. Affiliate reports also having difficulty with a reduction tube instrument staying tightened on the head of this monoaxial screw. The difficulties occurred intraoperatively and the monoaxial screw was removed and replaced. Due to the difficulties encountered, the procedure was removed and replaced. Due to the difficulties encountered, the procedure was delayed by one hour. There were no adverse consequences to the patient. As a result of the significant delay, a medwatch report is being submitted to document this event.

Manufacturer narrative:
Depuy spine has requested return of the monoaxial screw for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.